Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced overstimulation and shocking following a significant fall, and the patient was unable to achieve effective pain control. The patient was also experiencing unexpected shutdown of the ipg (related manufacturer reference number: 1627487-2020-02768). To address the issue, the physician opted to explant the ipg on (B)(6) 2020. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.